Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing the calibration for an error 25. The calibration testing unit (ctu) was last calibrated in 2013. Ms and s stated that this was causing the calibration failure. The customer stated that the device was not cooling and the mss explained that this was not related but the customer wanted to examine the cooling function of the device. The data files showed that the mixing pump had failed. The customer had asked for the pricing for both the spare parts and the 2000 hour service package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing the calibration for an error 25. The calibration testing unit (ctu) was last calibrated in 2013. Ms and s stated that this was causing the calibration failure. The customer stated that the device was not cooling and the mss explained that this was not related but the customer wanted to examine the cooling function of the device. The data files showed that the mixing pump had failed. The customer had asked for the pricing for both the spare parts and the 2000 hour service package.